Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device did not find any issues that would result in high blood glucose levels. A kink was found in the exposed cannula which could contribute to the reported bleeding/bruising. Although damage to the cannula was observed, it is unclear when the kink occurred. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 372 mg/dl while wearing the pod worn between 36 and 48 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, tried bolus changed the pod, exercise, increased some of the settings afterwards, changed insulin vial as well when next pod was applied. The patient's blood glucose history is as follows: (B)(6).